Event description:
It was reported to boston scientific corporation in 2008, that a speedband superview super 7 multiple band ligator device was planned for use during an esophagogastroduodenoscopy (egd) procedure performed the month prior. According to the complainant, the bands would not deploy when the handle was turned. The procedure was completed with another speedband superview super 7 multiple band ligator device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.